Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: white particles inside the device, opening and crease flat. A microscopic analysis was performed which identify a opening sharp patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed noted no blockage. A opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. Reason for reoperation: deflation.